Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 23.9 cm to 28.8 cm from the connector pin. The exposed outer coil was due to friction to another device were noted distal to the connector boot.

Event description:
It was reported that the right atrial lead exhibited loss of high outputs. A chest x-ray confirmed that the lead was dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.